Event description:
It was reported that there was an infection. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0kxfg, implanted: (B)(6) 2014, product type: lead. Product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Manufacturing site ID was updated to (B)(4). Updates were due to additional information providing device serial numbers and patient information.

Event description:
Additional information received reported perioperative antibiotics were administered. Onset date of infection was unknown. It was unknown if the patient had meningitis and signs/symptoms of the infection were also unknown. The location of the infection was unknown, the entire system was removed. It was unknown if a culture was taken. Treatment and patient outcome were also unknown. The manufacturing representative had been unaware of the system removal.

Manufacturer narrative:
(B)(4)